Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support instructed the customer to clean the pump and remove it from its case, after which the customer successfully reloaded the cartridge and resumed insulin use.